Event description:
The customer contacted beckman coulter inc. To report that blasts were not flagged for one specific patient when analyzed on two unicel dxh 800 coulter cellular analysis systems, as compared to the manual differential results, which were considered correct. There were no other instrument generated flags for the differential parameters. On (B)(6) 2012, the patient was analyzed on dxc800, (B)(4) and then on dxc 800, (B)(4). Further review of the three printouts received showed that erroneous high monocyte results were obtained without instrument generated flags. The customer provided a patient history and indicated this is a known patient diagnosed with acute myelocytic leukemia (aml). This mpr addresses the event from on dxh 800 instrument serial number (B)(4). The event for dxh s/n (B)(4) is addressed in 1061932-2012-02144. The patient was analyzed on three different days. The event from (B)(6) 2012 is addressed in 1061932-2012-02146 and the event from (B)(6) 2012 is addressed in 1061932-2012-02147. The erroneous results were not reported out of the laboratory. No report of patient injury or change in patient treatment associated with this incident. The laboratory has a rule based on the patient's results that directs the laboratory staff to make a slide and prevents the differential from being reported.

Event description:
On (B)(6) 2012, the patient was analyzed on dxh800 (B)(4) and then on dxh 800 (B)(4).

Manufacturer narrative:
The samples were collected in 3 ml ethylenediamine tetra-acetic acid (edta) tubes. Controls were analyzed prior to the event, however data has not been provided. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). Latron control files were provided for both instruments. Review of dxh 800 (B)(4) showed that no latron results were recorded for event date (B)(6) 2012 and all results were acceptable on event date (B)(6) 2012, except al2 was high for the differential and retic. For dxh 800 (B)(4), latron results were all within expected ranges on event dates (B)(6) 2012. Al2 was adjusted on the dxh (B)(4) and was within specification range on (B)(6) 2012. Service was not dispatched for the event. Based on information provided, the cause of the event (missed blast flagging) is unknown, but is likely patient specific.

Manufacturer narrative:
(B)(6). From: on (B)(6) 2012, the patient was analyzed on dxc800 (B)(4) and then on dxc 800 (B)(4). To: on (B)(6) 2012, the patient was analyzed on dxh800 (B)(4) and then on dxh 800 (B)(4). Change in serial number: (B)(4).